Event description:
It was reported that, this was a revision of non stryker product. While performing the revision, the clear plastic part of the packaging was found to be broken and the inner blister was open or not sealed properly. Sterility was questioned and the implant was not used because of possible contamination. We downsized to (B)(4) to complete the surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.